Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('tumor / teratoma / cancer type: ovarian cyst') in an adult female patient who had essure (batch no. 628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hyperthyroidism and uterine bleeding. Previously administered products included for an unreported indication: mirena. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen and levothyroxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2009, the patient experienced rash papular ("rashes or skin conditions- itchy bumps"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2010, the patient experienced vision blurred ("vision problems: blurred vision"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and myopia ("vision problems: nearsighted"). The patient was treated with surgery (essure removed/salpingectomy laparoscopic oophorectomy and cyst removal procedure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, ovarian cyst, rash papular, urinary tract disorder, urinary tract infection, fatigue, alopecia, headache, nausea, vision blurred, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, back pain and myopia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, myopia, nausea, ovarian cyst, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for the following events bladder/urinary problems and uti. Discrepancy noted in essure insertion date (B)(6) 2009 and (B)(6) 2009. Current weight 128 lbs. Discrepancy noted in date of insertion (B)(6) 2009 in previous case and in this follow up (B)(6) 2009. Insertion date:(B)(6) 2010 (discrepancy noted) removal date:(B)(6) 2020 (discrepancy noted) no. Of coils: right: 0 coils, left: 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received. Reporter information, lot no, expiration date, lab data, other relevant history, concomitant drug added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. 628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hyperthyroidism and uterine bleeding. Previously administered products included for an unreported indication: mirena. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen and levothyroxine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2009, the patient experienced rash papular ("itchy bumps"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("mood swings"). In (B)(6) 2010, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines") and myopia ("nearsighted"). The patient was treated with surgery (essure removed/salpingectomy laparoscopic oophorectomy and cyst removal procedure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, ovarian cyst, back pain, rash papular, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, headache, urinary tract disorder, urinary tract infection, fatigue, alopecia, nausea, vision blurred, weight increased, bladder disorder, mood swings, migraine and myopia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, myopia, nausea, ovarian cyst, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for the following events bladder/urinary problems and uti. Discrepancy noted in essure insertion date (B)(6) 2009 and (B)(6) 2009. Current weight 128 lbs. Discrepancy noted in date of insertion (B)(6) 2009 in previous case and in this follow up 01jan2009 insertion date: (B)(6) 2010 (discrepancy noted). Removal date: (B)(6) 2020 (discrepancy noted). No. Of coils: right: 0 coils, left: 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Lot number: 628316 manufacturing date: 2008/10 expiration date: 2011/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of product technical compalint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('tumor / teratoma / cancer type: ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and hyperthyroidism. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2009, the patient experienced rash papular ("rashes or skin conditions- itchy bumps"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2010, the patient experienced vision blurred ("vision problems: blurred vision"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and myopia ("vision problems: nearsighted"). The patient was treated with surgery (essure removed and cyst removal procedure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, ovarian cyst, rash papular, urinary tract disorder, urinary tract infection, fatigue, alopecia, headache, nausea, vision blurred, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, back pain and myopia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, myopia, nausea, ovarian cyst, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for the following events bladder/urinary problems and uti. Discrepancy noted in essure insertion date (B)(6) 2009. Current weight 128 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('tumor / teratoma / cancer type: ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and hyperthyroidism. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2009, the patient experienced rash papular ("rashes or skin conditions- itchy bumps"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2010, the patient experienced vision blurred ("vision problems: blurred vision"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and myopia ("vision problems: nearsighted"). The patient was treated with surgery (essure removed and cyst removal procedure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, ovarian cyst, rash papular, urinary tract disorder, urinary tract infection, fatigue, alopecia, headache, nausea, vision blurred, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, back pain and myopia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, myopia, nausea, ovarian cyst, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for the following events bladder/urinary problems and uti. Discrepancy noted in essure insertion date (B)(6) 2009 and (B)(6) 2009. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : case upgraded to serious incident. Pelvic pain event was updated, removal detail added and lawyer information updated. Event of she did not underwent for confirmation test deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.